Event description:
Device malfunction: none. Symptoms/ae: seizures, stroke, loss of consciousness, hypertension. Time of symptoms: post procedure. It was reported that the patient experienced a seizure approximately 1 hour after a successful stenting procedure of the lic. The patient had generalized shaking followed by a loss of consciousness, which lasted 6 to 7 minutes. It occurred again at 1600, lasting 4 to 5 minutes, and a 3rd time at 1945 lasting 2 to 3 minutes. The patient was treated with ativan and fosphenytoin. The patient's condition resolved the same day. An MRI revealed an area of acute ischemia (stroke), age-appropirate atrophy with mild old small vessel ischemic disease, questionable area of old hemorrhage in the left cerebellum, and small left thalamus lacunar infarct, which was possibly a result of malignant hypertension following the stenting procedure. The patient was treated with solu-medrol. The patient developed a cough during the night and the patient's right groin, (access site) developed a large hematoma. The patient required a blood transfusion (6 units of blood) and right femoral exploration. The patient's neurological status declined, possibly due to sedation, and kidneys were failing. Study event. Additional information indicates that kidney failure has resolved; however, the patient has been diagnosed with metabolic, toxic encephalopathy. The patient remains hospitalized as of approx two weeks after event day in 2006, and seizures are well controlled with dilantin. No additional information is available.